Event description:
It was reported that a device alarmed for a sys error 105. There was no pt incident reported.

Manufacturer narrative:
Manufacturer ref: (B)(4). Baxter is currently evaluating this device. A supplemental report will be submitted when the device eval is completed.